Event description:
Patient presented to physician with trauma to the ipg from an incident unrelated to the inspire system. This trauma led to infection and a surgeon removed the inspire system to treat the infection.